Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on an unknown date, the patient underwent fusion surgery in which rhbmp-2/acs was implanted. Patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6)2018, the patient was pre-operatively diagnosed with advanced degenerative disc disease and neuroforaminal stenosis l3 to s1 and underwent the following procedures: 1) anterior transabdominal approach, exploration of abdomen, mobilization of vessels, exploration and closure of retroperitoneum l3 to s1 2) anterior lumbar discectomy l3-4, l4-5 and l5-s1 3) anterior lumbar interbody fusion with rhbmp2 l3-4, l4-5 and l5-s1 4) implantation of cage fixation l3-4, l4-5 and l5-s1 5) anterior plate and screw fixation l5 to s1 6) somatosensory evoked potential monitoring. As per op-notes,¿ custom distractors up to 14 mm up to 16 mm were utilized and appropriate-sized cages of 14 and 16 mm were brought in the field 1 packed with rhbmp-2 prepared per the manufacturer's specification on collagen sponge, packed into the cages and then distracted into space, preserving and restoring disk space height, neural foraminal patency and then good stability of the space itself. Copious irrigation was done. Further bmp and matrix placed in and around the disk space and then we selected a plate of the appropriate size on the template, then drilling, tapping and placing the appropriate-sized plate with 20-mm screws. Locking mechanism was applied with secure fixation.¿ the patient tolerated the procedure well without any intraoperative complications.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.